Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the reservoir migrated from space of retzius. An inflatable penile prosthesis (ipp) revision surgery was performed in which the reservoir was explanted and a new reservoir was implanted deep into space of retzius. Patient had an extrusion due to the reservoir that migrated. There were no further patient complications and patient was fully recovered.